Event description:
It was reported the patient developed an infection after implant of the antibacterial envelope. Additional information was requested and is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.